Event description:
Additional information received reported that the cause of the event was unknown or could not be determined. The patient was "shocking everyone" and this was due to her spinal cord stimulation (scs). It was also stated that this was occurring prior to battery replacement and continued to do so afterward.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that when the implant was on, touching anyone produced something like static electricity where the patient shocked the person she was touching. It started occurring "not long after implant" of the sensor. Impedances were all in the 800 ohms area except contact 4 which was 9594 ohms though it was not actively being used. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.